Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary incontinence and for ¿the nerves¿ in their bowel. It was reported that the patient started to have real bad urgency and they did not feel the stimulation. The patient mentioned that when they noticed this, they looked at the handset and it showed ¿therapy session is off¿. They then turned the stimulation on and felt the stimulation again. It was noted that the patient did not close the app or power the phone off and they put the phone back in the case and into their purse. The patient reported that this had happened 3 times in the last two days. It was reported that the handset showed the therapy was on program 1 at 0.9. It was suggested that the patient close the app and powering the handset screen down before putting the handset away. It was also recommended that the patient monitor the issue over the next couple of days. There were no further complications reported or anticipated.